Event description:
It was reported that the lead is exhibiting high impedance intermittently. The exact cause was unknown and it was questioned if related to a lead fracture or a set screw issue. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead is exhibiting high impedance intermittently. The exact cause was unknown and it was questioned if related to a lead fracture or a set screw issue. According to information in the manufacturing database, the lead is still in use and the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "varying resistance/impedance". Daily high voltage lead impedance trend data shows defibrillation active can on impedance varying between 92 and 254 ohms between (B)(6) 2010 and (B)(6) 2010. Analysis also revealed "high resistance/impedance: one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2010" and " interference/noise: ventricular sensing integrity counter equaled 96.4 counts avg/day, within 0.76 day between (B)(6) 2010 12:15:56 and (B)(6) 2010".